Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), type programmer, patient. Product ID: 37752 lot# , serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the 37761 desktop charger (lot#: c0345747) found a broken a connector pin.

Event description:
Information was received from a consumer regarding their implantable neurostimulator. It was reported that the implantable neurostimulator recharger (insr) was not charging. There was a loose connector pin on the desktop charger. The implantable neurostimulator (ins) was dead. No indication of patient harm. Upon device return it was found through analysis that the connector was broken. Additional information received reported that the patient did not have concerns with the device or therapy. The patient had an appointment on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.